Event description:
Ventilator tubing circuit connected to heater/humidifier caught fire after observed to glow, then spark fire was approximately 1 foot from pt, was put out quickly without apparent harm to pt. Fire was in expiratory tubing.